Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endovascular aneurysm repair (evar) procedure. Reportedly, when the proglide device was pulled back after deploying the footplate, the proglide device pulled back with no resistance; it felt like the footplate did not deploy. Another proglide device was used successfully and hemostasis was achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported failure to deploy the foot was not confirmed. The investigation was unable to determine a conclusive cause for the reported failure to deploy the foot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.